Event description:
It was reported that this right ventricular (rv) lead had exhibited high out of range pacing impedances measuring greater than 3000 ohms and high thresholds. It was found that this rv lead was fractured. Subsequently, a lead revision was performed and this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).